Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned; however, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a damaged neuro tip, and the bearings were damaged. It was noted that the ball bearing was disassembled and it was observed that balls were missing and the cage was not available. It was further observed that the crane boom was damaged (abrasion). It was noted in the service record that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as may 11, 2018 on the initial report. It has been updated as july 18, 2018. Further investigation of the device determined that device failed pre-repair diagnostic tests for temperature assessment, cutter insertion assessment, lock operation assessment, and visual assessment. It was determined that the assignable root cause was due to be improper construction and design. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Further investigation was performed and it was determined that the reported condition that the bearing was failing was confirmed. An assessment was performed on the device and it was found that the device failed cutter insertion (cannot insert cutter) and the neuro-tip foot had been drilled into. It was determined that the condition of the cannot insert cutter was due to the bearings being worn out, broken, and corroded which created a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. It was further determined that the cause of the neuro-tip foot drilled was failure to follow the directions for use (dfu). When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. The assignable root cause of this condition was determined to be due to user error. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.